Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had low aspiration observed along the entire length of the drain during the vitrectomy surgery. The surgery was completed on same by replacing the custom pak. The product was contacted with patient, but there was no patient impact.